Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The customer contact indicated event was the result of operator error in programming device. History downloaded at manufacturing facility. At 0903, pump programmed to deliver drug conc of 0.2mg/ml in continuous mode a 0.1mg/hr infusion rate and 3.0mg 4hr limit, door locked. Between 0904 and 0906 infusion reset alarm, door opened, settings confirmed. Between 0907 and 0909, powered off and on, settings retained, confirmed, door locked, infusion reset alarm, door opened. At 0910, programmed to deliver in pca+continuous mode, 0.2mg pca dose, 10min lockout. Between 0911 and 0914, door locked, 2 infusion reset alarms, infusion stopped, door opened and locked x3, infusion started. At 0916, programmed to deliver drug conc of 0.1mg/ml instead of the intended 0.2mg/ml and the infusion was started. Between 0918 and 1051, ten 0.2mg pt initiated deliveries and 70 unmet pt demands. At 1105, door opened, 1.9mg total cleared, door locked and infusion started. Between 1150 and 1243, three 0.2mg pt initiated deliveries and 4 unmet pt demands. Between 1248 and 1258, 2 empty syringe alarms, 2 infusion reset alarms, 2 check vial alarms, 2 check syringe alarms, 2 check injector alarms, door opened and locked x3. At 1258, door opened and powered off. History indicated pump delivered as programmed.

Event description:
The customer contact reported an operator error in programming the device which resulted in the patient receiving more medication than intended. At 1000, the pump was reportedly programmed to deliver hydromorphone, with a concentration of 0.2mg/ml, in the pca+ continuous mode with a 0.1 mg/hr continuous rate, a 0.2mg pca dose, a 10 min patient lockout, and a 3mg four hour dose limit. At this time, the nurse reported the pump beeped and the delivery would not start. The nurse powered the pump off and on, rechecked the settings, pressed the start button and the delivery was started. At 1200, the nurse reported the pump displayed 1.9mg had been delivered. At 1330, the nurse entered the patient's room and noted the patient, "was diaphoretic and had vomited approximately 60cc of yellow bile." It was reported the patient had a blood pressure (bp) of 133/94mmhg, a heart rate (hr) of 84 beats/min (bpm), respiration rate (rr) of 16 breaths/min and an oxygen saturation of 93%. At this time, the nurse noted the syringe was empty and the pump displayed 0.7mg had been delivered. The physician was notified and oxygen at rate of 2l/min was initiated. The patient was treated with zofran 8mg intravenously. The device was removed from clinical service. Therapy was discontinued. There were no reported adverse patient sequelae. During a history review at the user facility, the customer contact stated that it was found the device had been programmed to deliver a drug concentration of 0.1mg/ml instead of the intended concentration of 0.2mg/ml. Though requested, no additional information was provided.